Event description:
It was reported that during implant, the distal end of the right ventricular (rv) lead defibrillation coil appeared to be buckled. The rv lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the tip electrode.